Manufacturer narrative:
Technician found the bed in the bedshop. Found the head up solenoid was stuck in closed position. Replaced valve #6543035 to resolve this issue.

Event description:
Information alleged that the head of the bed would not raise.